Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was present in the bd insulin syringe with bd ultra-fine¿ needle prior to use. The following information was provided by the initial reporter: "consumer reported seeing clear liquid in the barrel of syringes prior to injection."

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 9322376. All inspections and challenges were performed per the applicable operations qc specification. There was one (1) notification noted that did not pertain to the complaint. H3 other text : see h10.

Event description:
It was reported that foreign matter was present in the bd insulin syringe with bd ultra-fine¿ needle prior to use. The following information was provided by the initial reporter: "consumer reported seeing clear liquid in the barrel of syringes prior to injection."